Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the insertion flexible tube (ift) worn out, light guide cable buckled, light guide cable worn out, lg prong corroded, suction channel buckled, ccd driver pcb defective. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failures are not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.